Manufacturer narrative:
Lumenis became aware of multiple adverse event reports after an internet user group discussion began regarding unexpected outcomes to slt treatment for glaucoma. A review conducted by lumenis clinical glaucoma experts concluded the incidence rate of these reports is extremely low and do not affect the risk level of the treatment. No device malfunction was reported; therefore, no device examination occurred. To the best knowledge of lumenis, the device remains in use at the user facility. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. A review of the reported event details and clinical notes-- submitted by the device operator--by a lumenis health professional and a glaucoma specialist concluded the probable root cause to be mild inflammation (which is noted in some patients and not considered a severe adverse event) with an assumption of a low endothelial cell count in the eye, resulting in the reported pbk. The healthcare professionals additionally concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patients were not appropriate candidates for the procedure and/or could have had related preexisting conditions or subsequent reactions to the treatments. No device malfunction reported/suspected.

Event description:
It was reported that a patient sustained pseudophakic bullous keratopathy (pbk) to the left eye post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma. It was further reported that the patient exhibited a low endothelial count in the right eye. It was further reported that the clinician does not employ post-operative anti-inflammatory drops (nsaid or steroid). It was further reported the patient's elevated iop was well controlled after slt with gradual clearing of the cornea.